Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was complaining of pain and crp levels were high, so we suspected infection and planned to remove the tl, but as it turned out, there was no infection in the test results. During the op, the neck could not be removed from the stem no matter what I did, and as a result, the entire stem was removed. The affected area was clean and there was no loosening on the cup side. There was no evidence of bone on growth at the proximal plasmapheresis coating. (B)(4).